Manufacturer narrative:
Checking the manufacturing charts of the involved lot #19at018 and lot #1905864, no pre-existing anomaly was found on the (B)(4) manufactured with the involved lot #s respectively. This is the first and only complaint received on those lot #s. Device analysis: the items involved were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no pre-operative x-rays related to the revision surgery were available. According to the complaint source, the safety screw needed to lock the glenopshere to the monoblock glenoid was explanted and re-implanted. Indeed, as the monoblock glenoid is customized, the safety screw to lock the glenosphere is customized as well. However, according to the applicable instructions for use, the re-use of previously implanted devices must be absolutely avoided. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that: · check of manufacturing charts highlighted no anomalies on the components manufactured with the involved lot #s; · according to the received information, patient wasn't aware that the shoulder dislocated, and she couldn't recall any trauma that possibly caused it, but she is forgetful; · according to the reported comments, the surgeon was unsure of the reason for the dislocation, he suggested that soft tissues may have relaxed post-operatively which may have affected the joint tension; we can state that the event was not product related. Pms data: according to limacorporate pms data, the revision rate of glenospheres - belonging to the product codes 1374/1376.09.xxx and 1374/1376.15.xxx - due to dislocation is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate continues monitoring the market to promptly detect any similar issue. Note: this is a combined initial-final MDR.

Event description:
Shoulder revision surgery performed on (B)(6) 2024, due to dislocation of the smr reverse liner +3mm d.40mm (product code 1365.50.815, lot #19at018 - ster. (B)(4)) and of the smr eccentrical glenosphere ø40mm (product code 1376.09.040, lot #1905864 - ster. (B)(4)). The glenosphere is connected to a customized monoblock glenoid ((B)(6)). It was reported that patient presented to clinic appointment approximately 6 weeks post primary surgery with a dislocated shoulder. Patient wasn't aware that the shoulder dislocated, and she wasn't experiencing any pain. According to the received information, the surgeon attempted to relocate the joint, but it was unsuccessful. During surgery the joint was relocated and explanted components were replaced with similar ones but a retentive liner was used. It was reported that the surgeon was unsure of the reason for the dislocation, only suggesting that soft tissues may have relaxed post-operatively which may have affected the joint tension. Previous surgery took place on (B)(6) 2023. Patient is a female, 79 years old. Patient was unaware of any trauma that possibly caused it, however reported clicking. It was reported that patient is forgetful. Event happened in new zealand.